Manufacturer narrative:
No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a button error alarm and the act button was unresponsive on the insulin pump. The customer's blood glucose was unknown. The customer also stated the insulin pump was exposed to moisture from the rain. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.